Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The report received from the affiliate states that there was a trace of contamination found on the sheath. The defect was noticed after it was removed from the packaging. The packaging looked fine before opening.